Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient had confirmed unplanned intrusion of tooth #10. Clinical support advised a rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.